Manufacturer narrative:
H3: device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during an unspecified procedure, a flexor ansel guiding sheath separated. Contralateral access was obtained in the femoral artery. The bifurcation was not steep/acute or calcified. Another manufacturer¿s laser and intravenous ultrasound (ivus), as well as an unspecified balloon and another manufacturer¿s wire, were used through the sheath during the procedure. Resistance was not encountered during insertion or advancement of the sheath, nor during insertion or advancement of any device through the sheath. The sheath separated, with the ivus and wire in the lumen, as the physician used the ivus and pulled back on the run through wire. Per the reporter, the user removed the sheath by pulling the first half at the hub and using a clamp to remove the rest of the device. Resistance was encountered upon sheath removal. A short sheath was inserted, and the procedure was completed successfully. The patient is reportedly "fine". A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures or experience any adverse effects due to this event.